Event description:
Technical services received a call on 04/04/2011 from sales rep. Lead revision. No other information was available at this time. The physician was dr (B)(6). Unknown city and state. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).